Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter was displaying the battery indicator. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that at around 12.00pm on an unspecified date in spring, 2018, she was unable to obtain a blood glucose reading because her ultra2 meter¿s ¿battery was low¿. The patient stated that she manages her diabetes with fixed doses of insulin and explained that she did not take any action in response to the alleged product issue. The patient advised the csr that approximately 15-20 minutes after the alleged product issue began, she experienced symptoms of ¿low blood glucose, didn¿t feel well and lost consciousness¿. She explained that emergency medical services (ems) were contacted, and after 12.00pm, they performed a blood glucose test and obtained a result of ¿1.8 mmol/l¿ on the ems meter. The patient explained she was treated by an ems healthcare professional with three intravenous glucose injections and was then taken to hospital overnight. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The csr noted that the meter¿s batteries need to be replaced but was unable to walk the patient through replacing the batteries, as the patient did not have replacements at the time of the call. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading because of the power issue.